Event description:
It was reported that at implant the lead had marginal p waves, was not able to be fixated and dislodged multiple times. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood was noted in/on the helix/lobe mechanism and the helix/lobe was distorted/bent. The lead appeared to be damaged at implant.